Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during initial testing. The device was put through extensive testing including bench handling and the customer's report would occur intermittently. The pace/defib engine board was replaced and scrapped as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Analysis of reports of this type has not identified an increase in trend.